Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: n518488004, implanted: (B)(6) 2015, product type: catheter; product ID: ubd: (B)(6) 2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was approximately (B)(6) 2017. It was reported the pump had been empty pump for the last 4 months. The patient was from (B)(6) and was in (B)(6). The hcp did an x-ray on (B)(6) 2018 but could not see the catheter. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. Patient compliancy for refills was the issue of why the pump was empty. The patient was inpatient, so there was no rush to restart therapy. The managing doctor is still determining best next steps so no interventions are planned (either refill, replace, or explant) at this time. The catheter could not be seen on x-ray because the tip is at cervical 2 and x-ray on imaged to cervical 6. It was believed that the catheter was in place. No actions/interventions were taken to resolve the catheter not seen on x-ray. The empty pump and catheter not seen on x-ray has not been resolved. No interventions are planned. The patient¿s weight at the time of the event and relevant medical history were unknown. Additional information was received from a manufacturer representative. The patient being inpatient was unrelated to the pump as the pump has been empty for multiple months. It was believed the patient was hospitalized for nutrition issues.